Event description:
It was reported that corneal edema was observed in patients after surgery involving the veritas device. Additional details provided indicate that the client reported multiple instances of corneal inflammation and challenges with aspiration during the procedure. It was also noted that the cumulative dissipated energy (cde) parameter did not exceed 3%, which was considered unusual in comparison to other equipment. No further information was provided. Note: separate reports will be filed for the phaco tip, phaco handpiece and tubing pack.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.